Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. In addition, the customer filled tubing while connected. The customer's blood glucose (bg) level was 86 mg/dl. It was indicated that the customer would consume carbohydrates if bg level lowers. During troubleshooting with tandem technical support, the customer was able to load a new cartridge successfully.